Event description:
On (B)(6), 2010, my dermatologist ((B)(6), m.d., ph.d of (B)(6)) removed a basal cell carcinoma surgically from my upper left arm (over the triceps). He used vicryl (manufactured by ethicon whose similar product, panacryl, has been recalled) for the interior stitches. Vicryl stitches are supposed to be reabsorbed by the body but in my case, they were not. The site of the wound became inflamed & swollen. About a week after this minor surgery, I was able to remove one internal stitch (with the white thread of vicryl intact). After the external stitches had been removed, movement of the arm caused the internal stitches to "pull". An infection developed under the external scar. After about three weeks, I was able to dig out another of the still intact vicryl stitches. At least one internal stitch remained. In a post-operative check-up in (B)(6) 2010 (5 months after use of the internal stitches), the remaining internal stitches clearly had still not been absorbed. Dr (B)(6) gave the scar a contico-steroid injection. Nothing changed. At the almost one-year follow-up, the inflation around the remaining vicryl internal stitches remained. Now, a plastic surgeon will probably need to remove the internal stitches & scar.